Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. The patient is safe and is out of ICU and shifted in the ward. Was the patient's admission to ICU due to issue experienced with device or standard of care for this type of procedure? It is a standard care protocol followed by the hospital.

Event description:
It was reported that during a rt. Upper lobectomy case at (B)(6) institute. Pse60a gun was used, the first three cartridges were fired on the lung and in this case since the lung tissue was a bit thicker than usual so the ecr60g cartridges were fired. At the time of the 4th firing on the right bronchus the gun did not fire i.e, the blade moved 1/3rd of the length and got stuck and the firing cycle couldn¿t get completed following to this the knife reverse switch was push to get the knife back to the home position and to open the gun but was still unable to open the gun inspite of the knife being at home position. After 3-4 attempts to open the powered gun, the manual override switch was pulled but the jaws were still intact with the bronchial tissue in between ( anvil and cartridge halves), since the gun failed to open surgeon had to cut the rt. Bronchial tissue and then suture it up.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. The patient is safe and is out of ICU and shifted in the ward. It is a standard care protocol followed by the hospital. The device was discarded by the hospital.